Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used during a procedure in the ureter performed on (B)(6) 2022. During the procedure, it was noted that the pigtail part of the tria firm ureteral stent was deformed while using it inside the patient. The procedure was successfully completed using another tria firm ureteral stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medical device code a0406 captures the reportable event of stent deformed inside the patient. The returned tria firm ureteral stent was analyzed, and a visual evaluation noted that there was a torn in the suture hole until the tip of the bladder pigtail. No other problem with the device were noted. The reported event was confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. According to product analysis, it was possible to observe that the stent was manipulated, and it has the suture hole torn until the tip of the bladder pig tail, this failure could have been caused due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied during it use, causing the torn observed. Therefore, most probable cause of this complaint is failure to follow instructions since it is the most likely that the adverse event occurred prior to procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used during a procedure in the ureter performed on (B)(6) 2022. During the procedure, it was noted that the pigtail part of the tria firm ureteral stent was deformed while using it inside the patient. The procedure was successfully completed using another tria firm ureteral stent. There were no patient complications reported as a result of this event.